Manufacturer narrative:
It was reported that "the motor for boom is not working. It looks like the seal around where the motor moves up and down somehow got dislodged and is inside. It won't raise or lower". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "the motor for boom is not working".